Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the central vein. A 10.0 x 60, 75cm mustang balloon catheter was selected for use. However, during preparation, the balloon and catheter were totally broke. The procedure was completed with another of the same device. No patient complications were reported and patient condition was normal.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a complete break of the shaft. A visual and tactile examination found the shaft of the device to be severely stretched beginning at the hub of the device and extending approximately 28mm distally along the shaft. The shaft was also completely detached at approximately 7mm distal of the hub. This type of damage is consistent with excessive tensile force being applied to the device. The device was received with the balloon protector in place on the device. A visual and microscopic examination identified that the balloon had been not been inflated. No issues were identified with the balloon material that may have contributed to the complaint incident. No issue was observed with the markerbands or tip of the device that may have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the central vein. A 10.0 x 60, 75cm mustang balloon catheter was selected for use. However, during preparation, the balloon and catheter were totally broke. The procedure was completed with another of the same device. No patient complications were reported and patient condition was normal.